Manufacturer narrative:
The device was returned and the evaluation found the following: air/water cylinder has no color; suction cylinder has no color; switch1 is damaged; scope connector is deformed; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; objective lens has a scratch; adhesive around light guide lens has foreign objects; light gude lens has a scratch; adhesive on bending section cover or distal sheath rubber has foreign objects; connecting tube has a scratch; and due to damage on charging coupled device unit, a noise image occurs during angulation in upwards/downwards directions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited light guide lens adhesive had foreign material and bending section cover or distal sheath rubber had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the light guide-lens glue and bending section cover (a-rubber) glue" malfunction could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.